Event description:
According to the complaint, there was a burning smell in the room, that's why the fire department came in. The smell came from a defective pcb, which is located within a metal housing. The pcb is not flammable (ul listed material). Nobody was injured.

Manufacturer narrative:
A philips service engineer replaced the defective component and calibrations were performed. The system is currently fully functional and there have been no issues since repair to cause further alarm. No patient's or hospital staff were injured. (B)(4).